Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was unable to be interrogated during an attempted implant. Another ICD was implanted with no further problems. It was also noted that problems were encountered with a lead adapter (model 6931, serial number 201148); the sealing flap could not be rolled over the setscrews. Both products were sent to cpi for anlaysis.